Event description:
It was reported that device recapture difficulty and tissue damage occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro laa closure device with delivery system (wds). A small baseline pericardial effusion near the base of the heart was observed prior to the procedure. An attempt was made to implant a 27mm closure device but release criteria were not met. Four (4) recaptures were performed with the 27mm closure device. During one (1) recapture tissue was visibly caught on an anchor of the closure device. The 27mm closure device was removed from the patient and an effusion sweep was performed with no new effusions present. A 31mm closure device was successfully implanted and a second effusion sweep was performed with no effusion noted. A pre-discharge transthoracic echocardiogram (tte) was performed, no effusion was observed, and the patient was discharged. Two (2) days post index procedure the patient experienced dyspnea. Three (3) days post index procedure the patient presented to the emergency department due to dyspnea. Tte revealed a small new, posterior pericardial effusion which had clotted and was not increasing in size. The patient was medically managed and discharged.